Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No device malfunction was suspected.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No device malfunction was suspected. Additional information was received that the ipg was replaced because it was non-functional. The patient was doing well postoperatively.